Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted, and grasping was performed; however, after several grasps, one of the grippers would not lower. Troubleshooting was performed, but the issue continued. The clip was removed from the anatomy and tested outside the anatomy. After several attempts, the gripper successfully lowered. It was noted that during the procedure, the gripper lever was retracted a little past the blue line. The physician decided to not use the cds and replace it. One clip was successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.